Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon placed the clip on the vessel and it scissored causing a tear in the vessel. The surgeon quickly placed a second clip to stop the bleeding. The procedure was completed with this device with no patient consequences reported.